Event description:
The device was used during a procedure on the veins. Reportedly, the clips did not load properly. The surgeon applied another device to completed the procedure. The hosp has reported no pt injury occurred.